Event description:
Head surgeon reported in his letter that the nail was implanted on (B) (6) 2010. On (B) (6) 2010, first time radiologically showed visible breakage of a screw. After deteriorate of symptoms, on (B) (6) 2010 proximal breakage of the nail was found.

Manufacturer narrative:
Same pt as MDR 9610622-2010-00309.